Manufacturer narrative:
The date of event for this malfunction was corrected to (B)(6) 2016. Olympus visiglide 0.025 inch wire guide. Investigation evaluation: the product said to be involved was returned in an open pouch from a possible lot number. There were two devices returned in the same bag during the evaluation of MDR report number 1037905-2016-00433 and MDR report number 1037905-2016-00434. It is unknown which device goes with each report because the devices did not have any complaint traceability on them. It is possible the device for this evaluation is from lot number w3728896, however, it is unknown. The other, returned dilation balloon was evaluated under MDR report number 1037905-2016-00433. Our laboratory evaluation of the product said to be involved could not confirm one of the reports of a pinhole. During a functional test, a cook quantum biliary inflation device was used to inflate the balloon; a syringe filled with water was attached to the inflation port of the biliary dilation device. While inflating the balloon, the balloon reached its max pressure of 6 atm. No leaks in the balloon material were observed. The possible lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use under the intended use of the device states, "this device is used to dilate strictures of the biliary tree." The additional information provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to "apply a water-soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to "create and maintain a vacuum with inflation device. Dilation balloon is now ready for placement through accessory channel of duodenoscope." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not inflate the balloon prior to introduction into the scope.¿ the instructions for use also contain the following precaution: ¿the entire dilation balloon must be extended beyond the tip of the duodenoscope and be fluoroscopically visualized and positioned before inflation.¿ prior to distribution, one balloon from each lot of fusion biliary dilation balloon are subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured and verified. During the final quality control (fqc) inspection, all devices are inflated to check for leakage 100%. The outer diameter of the balloon is measured 100% during inflation. A review of the possible device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was being used to dilate the papilla and that a lubricating agent was not used, [outside of the stated intended use and failure to follow the instructions outlined in the instructions for use], a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Concomitant medical products: olympus visiglide 0.025 inch wire guide. Investigation evaluation: the product said to be involved was returned in an open pouch from a possible lot number. There were two devices returned in the same bag during the evaluation of MDR report number 1037905-2016-00433 and MDR report number 1037905-2016-00434. It is unknown which device goes with each report because the devices did not have any complaint traceability on them. It is possible the device for this evaluation is from lot number w3728896, however it is unknown. The other, returned dilation balloon was evaluated under MDR report number 1037905-2016-00433. Our laboratory evaluation of the product said to be involved could not confirm one of the reports of a pinhole. During a functional test, a cook quantum biliary inflation device was used to inflate the balloon; a syringe filled with water was attached to the inflation port of the biliary dilation device. While inflating the balloon, the balloon reached its max pressure of 6 atm. No leaks in the balloon material were observed. The possible lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use under the intended use of the device states, "this device is used to dilate strictures of the biliary tree." The additional information provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to "apply a water-soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to "create and maintain a vacuum with inflation device. Dilation balloon is now ready for placement through accessory channel of duodenoscope." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not inflate the balloon prior to introduction into the scope.¿ the instructions for use also contain the following precaution: ¿the entire dilation balloon must be extended beyond the tip of the duodenoscope and be fluoroscopically visualized and positioned before inflation.¿ prior to distribution, one balloon from each lot of fusion biliary dilation balloon are subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured and verified. During the final quality control (fqc) inspection, all devices are inflated to check for leakage 100%. The outer diameter of the balloon is measured 100% during inflation. A review of the possible device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was being used to dilate the papilla and that a lubricating agent was not used, [outside of the stated intended use and failure to follow the instructions outlined in the instructions for use], a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic papillary balloon dilation (epbd), the physician used one (1) fusion biliary dilation balloon before lithotomy. It was noticed that there was a pinhole on the balloon during the first dilation of the balloon [see related MDR report number 1037905-2016-00433]. Another device was used instead, however a pinhole on the balloon was noticed on the second device as well. The pressure of the balloon decreased due to the pinhole, so the lesion was not dilated enough. However since the lesion was dilated a little, dilation procedure was complete.